Event description:
On (B)(6) 2013, the patient underwent coiling embolization treatment. During the procedure, it was reported that the implant coil could not be detached.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil still attached. The evaluation could not determine the cause of the reported event as the implant coil detached as intended with an in-house instant detacher during the evaluation. All devices are 100% for damages and irregularities during manufacture. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).